Event description:
The customer reported that when the device powered on there was shift of the display such that the keys were not visible. No pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.